Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available with the programmer save to disk data that shows "episode #3 detailed episode data is invalid" for data - arrhythmia episodes on (B)(6) 2013. It was also noted that analysis of the device memory indicated oversensing associated with the right ventricular lead with two ventricular non-sustained tachycardias less than equal to 165ms on (B)(6) 2013. There were five lead failure predictors for high rate-non-sustained less than equal to 217ms average v-cycle between (B)(6) 2013. Concomitant medical products: 4542, competitor implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received device therapy for a ventricular tachycardia/ventricular fibrillation episode and when the episode details were attempted to be viewed there was an error message that the episode data was invalid. The device is still in use. No patient complications have been reported as a result of this event.